Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
It was reported that while using night aligners, the patient's dental provider sent a letter of recommendation (lor) to cease treatment due severe pain and discomfort when wearing aligner top #16 and bottom #15. Furthermore, there was much gap or spacing between teeth and aligners and one of the lower front teeth began to get loose and wiggle and headaches.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.